Event description:
It was reported that when a patient reported in clinic for a normal follow-up with symptoms of fatigue and rhythm pauses, oversensing was observed on the ventricular lead. Programming changes were recommended. The patient will be monitored.